Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient experiencing palpitations presented for follow-up in clinic, the patient was noted to be in atrial flutter. Atrial undersensing was noted during device interrogation. Device was reprogrammed. Patient was fine post programming changes and the patient will be monitored with routine follow-up.